Manufacturer narrative:
Submit date: 6-14-2018 .the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.  If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze are fraying and the blue x-ray band is coming off.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported the gauze are fraying and the blue x-ray band is coming off.¿ a review of the device history records (DHR) for reported lot number 17k247262 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. One (1) bundle of unopened sponges was returned for evaluation. Visual examination and cross- examination of the bundle of ten (10) sponges observed raw edges. The reason for the raw edges in the product is due to unfolded cut edges of the gauze that will protrude through the folds or edges of the folds, which may indicate that the sponge has become unfolded, causing the cut edges to become visible outside of the sponge. During the production process, the converting machine folds the sponge into the appropriate finished size after cutting the gauze at approximately 16 inches, using the required folding pattern for the type of sponge. After the element has been attached, the next step is the first folding of the raw edges of the sponge, which will be the ends of the sponges. Then, the sides will be folded over by 4 inches twice, and then the ends will be folded into thirds. The reason for this folding is to eliminate raw edges and fraying within the sponge. Should the material shift in the folding process on the sides, then it is possible that raw edges will show through the gauze. Validation quality checks are conducted for defects, fraying and loose threads at the beginning, middle and end of a lot. Inspectors routinely examine a statistical sample both physically and visually. The reported customer complaint is confirmed. A root cause could not be determined. A quality impact assessment is being conducted on the sample. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.